Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone. Patient came with into the practice with the implant in his hand, it fell out once at night.